Event description:
Date of surgery: 2007, it was reported that the tip of the extender instrument "snapped" during a surgical procedure. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer, therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that confirmed that the base became unattached from niti shaft. Unable to determine the cause of failure.